Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise consistent with air bubbles escaping the device header.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a routine device check. Interrogation revealed an untreated episode had been stored showing oversensing of noise. Technical services reviewed the episode and discussed the noise was consistent with air bubbles escaping the device header. No noise was produced during the device check and no further issues were observed. No changes were made to the device programming. No adverse patient effects were reported. The device remains implanted and in service.